Manufacturer narrative:
A visual examination of the returned device revealed the distal tube was detached from the bifurcation, the detached tubing did not appear damaged. The reported malfunction was confirmed; the cause is attributed to the manufacturing process. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number. The (B)(6) 2008 15-month gi retrieval balloons product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
A gi retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2008. According to the complainant, "when inserting the guidewire, the luer-lock connection shaft became detached from the catheter." The procedure completed with another extractor rx retrieval balloon device.